Event description:
The customer reported that the device alarm pins sounded intermittently. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state 05 reporter phone (B)(6). Reporting institution phone (B)(6).

Manufacturer narrative:
The philips field service engineer (fse) went onsite at the request of the customer. The (fse) tested the unit and it passed all performance verification testing. The unit was tested with a simulator to check the red alarm function on the monitor for bed 18. The unit was up and running after a cold restart of the monitor. The (fse) confirmed that the system was operating normally. The problem could not be reproduced. At the time of testing by the (fse), and the device worked to specification with no errors. The cause of the reported issue could not be determined or replicated.

Event description:
The customer reported that the device alarm pins sounded intermittently. There was no reported adverse event to the patient or user.